Event description:
It was reported that the patients ipg was causing discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. The ipg remains implanted.